Event description:
It was reported a malfunction code occurred. There was no adverse impact on the customer's blood glucose level. The customer was instructed on how to put the pump into storage mode and return it using a pre-paid label within ten days. A replacement pump was prepared to be sent to the customer.